Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, physical stress was applied to the distal end during handling of the device, in addition to leakage at the forceps elevator are likely causes of the reported event. However, the root cause of the reported event is unable to be determined. The event can be detected and prevented by following the instructions for use (IFU) which state: user may be able to detect this event by handling device in accordance with the following IFU. Inspection of the endoscope. User may be able to reduce / prevent occurrence of this event by handling device in accordance with the following IFU. ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera ii duodenovideoscope did not relay an image and an error message e311 (white balance incomplete) occurred. The device was returned for evaluation. During evaluation, the device's distal end was found to have cracking and foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
During evaluation, the reported issue was not confirmed; the device relayed an image to the monitor with no errors displayed. Device evaluation identified the following issues: the air/water cylinder and the scope cylinder were discolored; the switch box was dented; the right/left directional knob was sheared; the objective lens was scratched; the light guide lens was cracked; the connecting tube was wrinkled; the adhesive around the objective lens was cracked; the light guide lens was discolored; the forceps elevator was not water tight due to damage; the forceps elevator was corroded; and the universal cord was buckled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.